Event description:
It was reported that the port septum on a clearlink continu-flo solution set was protruding during use. This occurred during the use of a baxter infusion pump, an unspecified antibiotic fluid, and a 20-gauge IV catheter. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.